Event description:
It was reported that during a lap cholecystectomy, the device worked intermittently when the hand activation buttons were pressed. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/24/2007. Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, compliant info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.